Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hospital noticed that the vh-1111 eye piece was damaged. The hospital did not report any pt effects. The product is returning. The reporter does not have any information on procedure outcome or product sterilization and usage.

Manufacturer narrative:
Investigation: visual inspection revealed that the lower part of the black eye piece where it attaches to the shaft had been peeled off but not detached around half of the circumference. The coating on the black eye piece had been peeled off. Sent to (B)(6) for OEM analysis on (B)(6), 2010 - complaint confirmed. Eye piece damage most likely due to processing device in a manner inconsistent with labeling. No defect in material or workmanship noted. Device otherwise shows normal wear and tear. Internal file number - (B)(4).